Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via social networking that the customer had dangerous low blood sugars since using this insulin pump and took emergency medical assistance. The low blood glucose was treated with glucagon. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.